Manufacturer narrative:
(B)(6).

Event description:
It was reported that the middle threads of the screw became deformed during the surgery. The surgery was reportedly continued after using the second screw. No delay; no patient impact.

Manufacturer narrative:
One 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of thread deformity. The distal threads are deformed and are missing small pieces. Major diameter of the screw and length were measured and found to meet print specification. With the limited clinical details provided regarding graft type, tunnel size and patient bone quality no root cause can be determined. Further investigation is not warranted at this time. (B)(4).